Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. D4: batch #t5cw9h. Investigation summary the analysis results showed that one vasecr35 reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after severing the pulmonary blood vessels tissue with pve35a and vasecr35, staples were malformed. Changed to another vasecr35 to continue the surgery, but the problem happened again. Surgery was successfully completed with another vasecr35. The customer suspected this issue is not related with gun, so there is only a compliant for two vasecr35 reloads. There was no patient consequence reported. No additional information can be provided.